Manufacturer narrative:
(B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) ruptured while in use. As a result, the iab was removed and a new iab was inserted using the same insertion site. There was no report of patient complications, serious injury or death.

Event description:
It was reported that the intra-aortic balloon (iab) ruptured while in use. As a result, the iab was removed and a new iab was inserted using the same insertion site. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No iab parts was returned to teleflex chelmsford for investigation. The reported complaint of iab leak suspected is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends. Other remarks: the complaint was reopened to investigate the device that was returned to teleflex. The reported complaint of iab leak suspected is not confirmed. The returned iab bladder was fully intact with no abnormalities noted. The returned device passed visual and functional test specifications. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. No further action required at this time.

Event description:
It was reported that the intra-aortic balloon (iab) ruptured while in use. As a result, the iab was removed and a new iab was inserted using the same insertion site. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
(B)(4). No iab parts was returned to teleflex chelmsford for investigation. The reported complaint of iab leak suspected is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.